Manufacturer narrative:
The date of evaluation was (B)(6) 2012 not (B)(6) 2012 as previously reported.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The patient stated that the ok keypad button was usually more likely to be unresponsive than the other keypad buttons. There is no reported damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump inside a garment and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad button demonstrated intermittent unresponsiveness and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.